Event description:
It was reported that via remote transmission, noise during an episode of non-sustained ventricular tachycardia was observed. No lead anomalies were seen on x-ray. The noise was reproducible with in clinic testing. Increases in both pacing lead impedance and threshold were observed. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Additional information received indicates that lead fracture was suspected.

Manufacturer narrative:
(B)(4).